Event description:
New information received notes the patient presented for follow-up in clinic. Upon device interrogation the pacemaker exhibited loss of capture. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited loss of capture. No intervention was performed and the patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.